Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The sample was not provided for evaluation therefore the reported condition could not be confirmed. Without a sample to evaluate, the root cause and corrective actions could not be identified. This complaint will be closed with no further action. If sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that when they connect the set to the diet bag, it is leaking.